Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on (B)(4) 2021 to ensure the customer's condition had improved - able to establish contact with customer who stated he did not currently have any diabetic symptoms but was currently in the hospital. Customer had gone to the hospital after the initial call on (B)(6) 2021 and had been admitted with diagnosis of hyperglycemia. Customer's blood glucose test was 1150 mg/dl. Customer was treated with IV fluids. Customer is scheduled to be discharged (B)(6) 2021. Manufacturer attempted to contact customer to ensure the replacement products resolved the initial concern -unable to establish contact with customer.

Event description:
Consumer reported complaint for e-5 error. Customer was using the proper testing techniques. The product is stored according to specification in the living room. Customer's test strips are expired, manufacturer¿s expiration date is 10/31/2019. During the call, a blood test was performed using true metrix air meter and new vial of test strips (same lot) and customer obtained e-5 error. At the time of the call the customer reported feeling dehydrated and having extreme thirst. Customer stated he was going to seek medical attention.